Event description:
It was reported that the device was in backup vvi mode without defibrillation support. It was noted that the patient had not been exposed to any medical procedures or other strong sources of emi. Review of the image revealed that the device had entered backup operation after delivering a high voltage shock. This shock was delivered inappropriately due to atrial fibrillation with rapid ventricular response. Replacing the device was recommended. The patient was discharged in stable condition and was advice for replacement. Replacement is still pending as patient took discharged.